Event description:
On (B)(6) 2009 at 10:12 pm, the pt's blood glucose measured 330 mg/dl, so she administered 4.10 units of insulin. Another 3.00 units were taken at 10:36 pm. No add'l blood glucose results were reported, but she said she had been using a second blood glucose meter and not recording those results on her pdm. At 10:45 pm, she went to the emergency room. Treatment while there was not reported, but she was released at 4:30 am.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's high blood glucose. Qualification records for the product lot number were reviewed and all acceptance criteria were met. The omnipod user's guide advises, "you can avoid most risks related to using the omni pod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."